Event description:
It was reported that the head of the screwdriver broke in the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the centering pin broke off. The microscopic view off the broken surface does not show any anomalies. We suppose that pin broke off during a mechanical overloading situation. In order to prevent such breakages please ensure that the screwdriver is correctly inserted in the head of the screw while in use. The file history records where reviewed and showed conformity with the material- and manufacturing specifications at the time it left our manufacturing plant. No product or material related condition was found.